Manufacturer narrative:
(B)(4): review of the black box and download history revealed no record of a power issue. The pump was returned with visible moisture and corrosion in the display lens. The pump had only audio tone on power on attempt. The display and the vibratory function were not operable. The keypad buttons were unresponsive. A leak test was performed and revealed a crack in the case between the lens and the case seal in the upper right corner. The case was removed from the pump and all the internal components were covered with corrosion and moisture.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after swimming today, when trying to clear a call service alarm, the pump lost power. The reporter tried to clear the alarm by removing the battery and pump did not power on. First it had no display or sounds, then patient tried a new battery, and had audio tones however no display. Troubleshooting had patient try another battery and heard vibrate and tone however no display screen and was not able to review pump due to no power. Patient does have backup plan available. Per patient before swimming she changed battery and cartridge cap about one month ago. The reporter can see water drops and fog under display screen. The pump is being returned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.